Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the pacemaker implant procedure, the physician had a hard time inserting both leads into the ports of the header. The physician was able to use the pacemaker and eventually insert the leads. This occurred prior to pocket closure. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.